Event description:
It was reported that a patient underwent a sling procedure in late 2008. The next day, the patient developed a urinary tract infection, and received medical intervention with antibiotics. The event was resolved ten days later.

Manufacturer narrative:
Infection occurred - conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.